Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible on the shaft, tightly folded balloon and contrast in the inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. There were multiple bends in the entire length of the hypotube. Difficulty inflating the balloon can be affected by, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation. An indeflator, filled with water, was used in an attempt to inflate the balloon, but the balloon would not inflate. After the balloon catheter was left pressurized overnight to dissolve any contrast in the inflation lumen, the balloon was inflated to the rated burst pressure (rbp) with no damage noted. The indeflator was filled with gastrografin diluted 1:1 with water and then the balloon was inflated to the rbp to measure the inflation and deflation times, which met manufacturing criteria. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. It is likely that build up of contrast in the inflation lumen contributed to the balloon being unable to inflate. Additional handling during packing for return, likely contributed to the noted bends in the hypotube as the bends do not appear to have caused or contributed to the reported inflation difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that the nc trek balloon catheter was not able to inflate after crossing the lesion site during the procedure. No adverse patient effects were reported. No additional information was provided.